Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash under the right therapy electrode. The rash was described as red and about 5cm big. The patient's physician prescribed an antihistamine gel to the patient. The patient reported that the rash had improved. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.